Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2017-08370. It was reported that the patient's scs system was implanted on (B)(6) 2017. Reportedly, patient was hospitalized for pneumonia and infection was diagnosed at the lead site which was confirmed on cultures ((B)(6) 2017). At the hospital, the remaining sutures were removed and dressing was changed. At the physician's office drainage was observed. The wound was approximated and steristrips were placed on the incision and covered with tegaderm. Patient is under physician¿s observation.

Event description:
Device 2 of 2. Reference MFR report #1627487-2017-08370. Additional information received that the incision site is no longer draining and has healed and there is no sign of infection.